Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The right ventricular lead exhibited high pacing lead impedance. Increasing trend in impedance was seen in the past few months. High threshold was also noted during the pre-operative device interrogation. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.